Manufacturer narrative:
Weight:unknown, ethinicity:uinknown, sex :unknown. Work order search: once similar complaint found (claim (B)(4) 1c lens tear/break during delivery into the eye). Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022, a 13.2mm vich13.2 implantable collamer lens of -10.0 diopter tore during loading on (B)(6) 2022. The replacment lens was implanted.

Manufacturer narrative:
Corrected data: b5: describe event or problem-the reporter indicated that on (B)(6) 2022, a 13.2mm vich13.2 implantable collamer lens of +10.0 diopter tore during loading on (B)(6) 2022. The replacement lens was implanted. Claim# (B)(4).

Event description:
The report indicated that on (B)(6) 2022, a 13.2mm vich13.2 implantable collamer lens of +10.0 diopter tore during loading on (B)(6) 2022. The replacement lens was implanted.

Manufacturer narrative:
H6: work order search found no similar complaints. Claim: (B)(4) 1c lens tear during implantation. Claim#: (B)(4).